Event description:
It was reported that after successful stent deployment in the mid lad, the proximal end of the stent did not deflate. The balloon was removed from the anatomy inflated. No pt injury was reported.